Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the pads sparked on the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The product was returned to zoll medical corporation for evaluation. The customer's report could not be replicated. The device passed all functional testing with no issues found. Review of the activity log showed no shock events on the reported date of (B)(6) 2025. However, two shocks were recorded on (B)(6) 2025, which is likely the actual event date. For the first shock, the recorded patient impedance was 87 ohms, and for the second, 211 ohms, with 160 joules delivered. The elevated impedance indicates poor coupling between the pads and the patient. Poor coupling can result from factors such as pad placement, skin preparation, or the patient's skin condition. The pads were not returned for evaluation. The device was recertified and returned to the customer. The r series operator's guide, pn: 9650-0912-01, states, do not use therapy or ECG electrodes if the gel is dried, separated, torn, or split from the foil; patient burns may result from using such electrodes. Poor adherence and/or air pockets under therapy electrodes can cause arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.